Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6 x 40 mm powerflex extreme pta dilatation catheter had contract leaking out of the balloon when the balloon was inflated to 5 atm. The physician proceeded to inflate up to 10 atm to verify the leak. The leak was confirmed and the faulty balloon was removed from the patient. A second 6x4 extreme was used to complete the procedure with no further incident. There was no patient injury. The target lesion was the juxta anastomosis. The balloon is available to be returned.

Manufacturer narrative:
A 6 x 40 mm powerflex extreme pta dilatation catheter had contract leaking out of the balloon when the balloon was inflated to five atmospheres (5 atm). The physician proceeded to inflate up to 10 atm to verify the leak. The leak was confirmed and the faulty balloon was removed from the patient. A second 6x4 extreme was used to complete the procedure with no further incident. There was no patient injury. The target lesion was the juxta anastomosis. The device was not returned for analysis. A device history record (DHR) review of lot 17527614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use (IFU), ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Balloon pressure should not exceed the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.